Manufacturer narrative:
Concomitant medical product: 4076, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's remote monitor was unable to get any green lights on the telemetry portion during manual transmission. The patient was referred to device clinic for follow up to help rule out any potential implanted implantable cardioverter defibrillator (ICD) concerns. Follow up with the clinic was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.